Manufacturer narrative:
We were made aware, by communication sent from (B)(4) to our distributor, of an event reported on maude database (report number mw5073538) of which we were previously unaware. The pump, available for investigation, was returned and evaluated. The service found out that the electronics of the device had been damaged by contact with liquid/drug, with subsequent blank display. As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason the user must not: - use the device while having a bath, a shower, etc; - immerse the pump in detergent solutions or in water; - allow infiltrations of liquid inside the pump. Device repaired and returned. No consequences for the patient.

Event description:
We were made aware, by communication sent from (B)(4) to our distributor, of an event reported on maude database (report number mw5073538) of which we were previously unaware. Event description: "pt reported her crono 5 pump sn (B)(4) due (B)(6) 2018 for IV remodulin went blank would not work even with battery replacement. Replaced pump. Pt used back up and had no se from pump malfunction. Dose or amount: 1, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to (B)(6) 2017. Diagnosis or reason for use: pah." We were informed by our distributor that the "required intervention to prevent impairment/damage (devices)" box was ticked in error by the initial reporter.